Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified the problem. Corrections included replacement of the system's network switch nd programming the network switch. Communication was reestablished.